Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified: ¿ rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "suspected rupture left side device". The device has been explanted and replaced with non-allergan.

Event description:
Healthcare professional reported "suspected rupture left side device". The device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: observed wear abrasion on the device. Observed creases on the device. No further actions are required since no manufacturing issue is observed.